Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The pump powered up with the returned battery cap. The battery cap measured within specifications. No evidence of moisture was found inside the battery compartment. The pump was run for 24 hours with the returned battery cap and no reboots, losses of power, or call service alarms were duplicated. The pump was removed to find no evidence of moisture or loose components inside the pump. The intermittent power complaint had not been duplicated during the investigation.